Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. While a loss of connection was found on the reported event date, the product serial number was for a g6 and not the reported g5. Therefore, the data investigation did not confirm a loss of connection as the reported allegation was not found. The probable cause could not be determined. No additional event or patient information is available.